Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the excess skin was excised and silver nitrate was used to cauterize the site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2015 to have the abutment removed and an internal magnet placed. This report is filed january 21, 2016. The implanted device remains.